Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that their device was removed on (B)(6) 2024 because it wasn't working. They mentioned that their medical team wanted to do an MRI, so the radiologist at the hospital called the manufacturer and was told that it was not MRI safe. They were admitted to the hospital for 5 days ((B)(6) for post operative complications of seroma at the surgical site requiring irrigations and antibiotics. MRI guidelines were reviewed with the patient and they were redirected  to their managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.